Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (11/25/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter displayed a battery indicator message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 110 pm. The patient manages her diabetes with insulin pump therapy. It is not known if the patient made changes to her usual management routine at the time of the alleged issue. ¿minutes¿ after the start of the alleged issue, the patient claimed she felt symptoms of thirst and headache. The patient reportedly received an increased dose of insulin through her pump (amount not specified) as treatment. On the following afternoon, the patient tested with another device and obtained a result ¿higher than normal.¿ specific results were not provided. There was no indication of misuse. The patient was advised the batteries needed to be replaced in the subject meter. Replacement products were still sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.